Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a dry rash. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a cold cream for the allergic reaction. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash due to possible allergic reaction under the lifevest equipment. Patient described the area as a dry rash. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cold cream for the rash. Follow up indicated that the skin irritation improved. Reportable: dry skin rash, low severity, medical intervention, improved.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a dry rash. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a cold cream for the allergic reaction. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.